Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. On (B)(6) 2021, the patient complained a back pain. An aneurysm enlargement was confirmed and a type ia endoleak or a type ii endoleak was suspected. An angiography revealed that the type ii endoleak from the inferior mesenteric artery. And the angiography also confirmed that there was no type ia endoleak. Nbca was injected for treatment of the type ii endoleak. During nbca injection, nbca leaked from a gap between the device and the aortic neck to the proximal of the device. An aorta extender endoprosthesis was implanted proximally to fix the leaked nbca. The type ii endoleak was resolved and the patient tolerated the procedure.